Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pod cannula did not deploy or insert into the skin. The pink slide did not move forward, and the cannula was not visible, indicating a needle mechanism failure. The pod was not worn. There is no blood glucose level information available. There is no treatment information available.

Manufacturer narrative:
The pod was received deployed having delivered 1341 pulses. No timeouts or drive stalls were observed in the download data. No damages or defects were found that would cause the needle mechanism to not deploy.